Manufacturer narrative:
(B)(4). This complaint for a report of a low drain volume alarm was confirmed. The root cause was air in patient line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume alarm which occurred on the homechoice during use during initial drain. The hp stated that there was air in the patient line, so the baxter technical services representative advised the hp to end therapy and start over with new supplies. Baxter product surveillance contacted the home patient on (B)(6) 2012. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual about her supplies that night. There were no samples available and she did not recall the lot number. Therapy since has been going well, and there were no adverse effects reported in relation to this event. There was patient involvement but no injury or medical intervention was reported.